Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that the patient underwent transforaminal endoscopic stenosis surgery at t9 and fixation procedure was performed using pedicle screw at t7-12 with two cross links due to metastatic bone tumors. All implants were coated and tumor bone and frozen bone were used as grafted bone in the patient. On an unknown date, post-op, left rod above the t10 pedicle screw broke. Patient under went a revision surgery for the replacement of rod. Bone union was not achieved at the front of spine. The broken rod was explanted completely. Reportedly, the surgeon commented that the reported event might not have occurred because of the product and occurred because bone union was not achieved. The product broke. No fragments remained inside the patient. No patient complications were reported.